Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with compounded baclofen (50 mcg/ml, 10 mcg/day; unknown lot number) and fentanyl (10 mg/ml, 2 mg/day) in an implanted pump. The pump's indication for use (IFU), patient's medical history, and concomitant medications were unknown. The hcp reported a bridge bolus programming error. On (B)(6) 2015, the hcp left the old concentration programmed (5 mg/ml at 2 mg/day) when they should have entered the new higher concentration (10 mg/ml). Once the new higher concentration reached the patient, the patient started to receive 4 mg/day instead of the intended 2 mg/day. The patient's secondary drug was baclofen 50 mcg/ml. The intended dose was 10 mcg/day, but due to the error, actually received 20 mcg/day. The programming error caused an overdose. The hcp checked on the patient a day later and the patient felt better. The hcp did not realize the error until today's pump refill. The patient was being refilled today with the same concentration and the dose was being programmed to the correct concentration of 10 mg/ml administered at 2 mg/day. There were no reported symptoms. The hcp reported the patient had two pumps. Additional information was requested from the hcp regarding the clinician programmer serial number, drug information, concomitant me dications, pertinent medical history, and if the issue resolved . If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4) is not applicable for this event because even though the programming error resulted in overinfusion/overdose, in this case, the patient had no overdose symptoms related to the event, it was noted that the patient "felt better" after the programming error was made, so the patient code is being updated.